Event description:
Customer reportedly obtained results of 100 mg/dl and 420 mg/dl within 10 minutes on the aviva system. Within 10 minutes of the 420 mg/dl result, customer obtained a result of 89 mg/dl on the aviva system. No action taken on device result. No adverse event reported. Requested return of suspect, and replacement was sent.